Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the lead dislodged. The patient did not have the benefit of atrio-ventricular synchrony at heart rates above 70 beats per minute. A lead repositioning was scheduled and it remains in use. No patient complications have been reported as a result of this event.